Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd2 therapies for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. During a phone call with baxter (B)(4) technical services, the following was reported. On an unreported date in 2012, the patient experienced peritonitis. The cause of peritonitis was not reported. Treatment was not reported. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.